Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn unknown) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The ua did not clear after restarting the autopulse platform. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
UDI related data quality updates only.